Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that the samples were drawn and the sample tubes spun at another location. The sample tubes were not transported vertically to the customer site. The ccc specialist informed the customer that the tubes should be transported vertically after being spun. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse ran service methods on server 1 and adjusted the vertical alignments for sample probe 1. The cse discovered that the reagent probe 2 was bent and replaced it. The cse primed the instrument, aligned the mechanics and ran quick check, which passed. The cse also ran quality controls. The cause of the discordant, falsely elevated calcium results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated calcium (ca) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated twice on the same instrument, resulting lower both times. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium results.